Event description:
Per the clinic, the device was electively explanted on (B)(6) 2026; due to cholesteatoma and the patient requiring MRI procedure for decision making on treatment. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached.